Manufacturer narrative:
Initial and final MDR (b)(64 - MDR device 1 of 4. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) . It was reported that patient faced 4 infusion set tap not sticking during shower event on 08-may-2024. Non-serialized product being replaced. No further information available.